Event description:
It was reported that patient had an infection which was ongoing from a prior implant [please refer to MFR report #3004209178-2013-14680]. The infection symptoms included redness, swelling, pain, and ¿localized heat at the pocket site.¿ a culture was taken from the pump pocket which yielded methicillin sensitive staph aureus. The patient was given IV/perioperative antibiotics. Drug delivered via the device was baclofen (lioreasal). A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8637-20, serial # (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type pump; product ID 8711, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).